Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was reported that the technician had made adjustments so that the lv lead would continue to provide pacing; however, the patient's generator battery would deplete more rapidly as a result. Additionally, the patient complained of tremendous pain in their chest and back after having the wand placed on their device during the office check. The patient was advised to inform their physician of the pain and concerns. No additional adverse patient effects were reported.

Event description:
Subsequent information indicates that the patient was seen in the clinic and lv capture was confirmed at 5.5 volts at 2.0 milliseconds. The patient had an av optimization and an x-ray was performed at that time. There are no plans currently in place to change the lv lead. There was no indication that the pain was related to the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was explanted due to high pacing thresholds during a generator changeout. No adverse patient effects were reported.